Event description:
During a check-out procedure at the manufacturer's service center, a ventilator inoperative condition occurred. The device was not in patient use. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.